Event description:
Removal of tmji "stock" joints. Placement of ppma/bone cement at the hospital. I had advised dr that I had allergy to ppma, but he still implanted it; again, against my wishes. Break-down of tissue of ear-canal-r-, documented by md, in another state. Following placement of bone cement, multiple infections and hospitalizations, multiple surgeries, two more hospitalizations in another state. When new patient-specific joints were seated in early 2008-, osteomyelitis worsened, and necessitated removal of tmji joint -r-. At this point, I have no rt tmj and probably am looking at more than "just a joint"; will require further surgeries and making and seating of new prosthetic. The most frustrating thing has been the lack of attention by the first dr at oral surgery assoc. Ppma// methylmecractylate // bone cement.. Used by dr during surgery at the hospital and explanted by another dr, at the hospital in another state. At the time of implantation of tmji joints -bilat-, following removal of tmji joints, PICC line was inserted and I was sent home, for follow-up care with infectious disease assoc, and infusion clinic. All of my surgeons agree that the bone-cement was the cause of the osteomyelitis. Dates of use: 2007 - 2008. Diagnosis: osteomyelitis. Event abated after use stopped: yes.